Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that 65 years old male patient weighing 64.0 kgs. With height of 170.00 cms. Underwent an atrial flutter (afl) and cavotricuspid isthmus (cti) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that a pericardial effusion occurred. Timing when complaint occurred was at the time of confirmation after completion of the procedure. Drainage was performed, and follow-up observation was performed at critical care unit (ccu). Pericardial fluid was also confirmed by portable echo before ablation, but the amount of pericardial fluid increased slightly by same portable echo after the end of the procedure. Since a considerable amount of pericardial fluid was confirmed at intracardiac echocardiography (ice). Preoperative surface ultrasonography also showed pericardial effusion. Consequently, pericardial drainage was performed. No change in vitals. After drainage, blood pressure also increased by approximately 20 mmhg. Venous blood was drained. The physician's opinions on the relationship between the event and the product was that the rv catheter (japan lifeline ¿ non biosense webster inc. (Bwi)) seem to be the most likely cause. Blood pressure was slightly decreased before ablation. There were no abnormalities observed prior to during use of the product. The procedure was completed without patient consequence. After pericardial drainage, the patient required extended hospitalization for three days due to follow-up observation. The patient fully recovered and was discharged from the hospital on (B)(6) 2022. (On 25-dec-2022, additional information was received, and it stated that the patient was discharged on (B)(6) 2022). Relevant tests/laboratory data-none. Other relevant history-none. Generator information- smartablate generator, m4900207, s/n (B)(4). Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. The pump flow setting was normally controlled by the generator. The irrigation flow setting was pre rf time: 5sec, post rf time 5sec.no error message observed during the procedure. Atrial septal puncture was performed by a radiofrequency (rf) needle. Pericardial effusion was identified after ablation. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 30w 8ml/min 35-40w 15ml/min. Force visualization features used were dashboard and vector. Parameters for stability for the visitag module used was range: 2mm, time: 3sec, fot: 25%/3sec, tag size: 2mm. Additional filter used with the visitag was fot. Color options used prospectively was tag index. Although the physician's opinion on the cause of the event is "most likely" the non-biosense webster product (jll catheter), an ablation was performed, and the cardiac ablation catheter cannot be definitely disassociated from the event. Therefore, the biosense webster ablation catheter that was utilized for the completed ablation procedure is being reported.

Manufacturer narrative:
The device evaluation was completed on 26-jan-2023. It was reported that 65 years old male patient weighing 64.0 kgs. With height of 170.00 cms. Underwent an atrial flutter (afl) and cavotricuspid isthmus (cti) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30911944l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).